Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the oscillation board failure is an electrical/electronic component problem, the hvps board failure is an electrical/electronic component problem, and the foot switch cable failure is a mechanical problem, but the cause of the failure could not be determined. The most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited error e433 appeared when the machine is turned on. The hvps board is damaged, the oscillation board is damaged, and the foot switch cable is broken at the root. There was no patient involvement.